Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the perianal region during a emergency banding procedure performed on (B)(6) 2025 for the treatment of oesophageal varices. During the procedure, the bands were unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. The photos submitted by the customer shows that the bands were entangled together. There were no patient complications reported as a result of this event.